Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the act button was not responsive and the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The nurse stated that the backlight was turned on and was unable to turn off due to the keypad anomaly. The nurse was unable to troubleshoot at the time of call due to unavailability of new battery. The insulin pump will not be returned for analysis.